Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08208. It was reported the pt experienced scs ipg pocket heating during charging. The pt also experienced pocket heating after going through airport security check while the stimulation was on. The ipg heating subsided approximately after five days. Currently, the device starts to feel hot when it is turned on for more than 48 hours. No further information is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.